Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 proposed component code: mechanical (g04)- head. Visual examination of the returned product identified outer spherical surface shows scratches on the head. Taper walls have dark foreign debris. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Review of complaint history identified additional similar complaints for the head and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision occurred due to metal related pathology. A pseudotumor was removed. When the cup was removed, bone loss was noted. All components but the stem were explanted and replaced with a mix of zb and competitor products with no complications noted. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported pt underwent a revision procedure approximately 11 years post-implantation due to development of metal related pathology with revision of shell, head/liner, stem was retained. During the revision it was noted that the capsule was thick, noted pseudotumor with removal, cup removed central bone loss noted, reamed to 55 with 56 shell press fit & screws placed, dual mobility liner impacted, with 46mm dual mobility head and 28+7 head. There were no complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 65771100700, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset, lot number 61679277. 00620205022, shell porous with cluster holes 50 mm, lot number 61798428. 00625006535, bone scr 6.5x35 self-tap, lot number 61760635. H6: proposed component code: mechanical (g04)- head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01628 and 0001822565-2023-00552. 0002648920-2023-00123 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.